Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two weeks later, the patient present with the right lower extremity associated with deep vein thrombosis of the inferior vena cava at the level of the filter, the filter was rotated. Removal of the old rotated to filter and placement of a new filter slightly above the area where the previous filter was present at the level of l1 was performed. Access was gained via right internal jugular vein and through the existing tilted filter was strapped and removed and a second filter placed above this area. Successful removal of the tilted filter. Successful placement of a new g2 filter at the level of l1. Therefore, the investigation is confirmed for the alleged filter tilt. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted. The device has been removed percutaneously. The current status of the patient is unknown.